Event description:
The customer's parents reported that their daughter's blood glucose reached 288 mg/dl less than a day after activating the pod. They gave a 3 unit correction bolus, but heard "clicking" and cancelled after 0.5 unit was delivered. They tried again with a 2.75 unit bolus, but again heard clicking, so they removed the pod. The cannula looked kinked and the infusion site bled. They activated a new device and will keep on an eye on her blood glucose.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the root cause of the reported "clicking" noise, to confirm the kinked cannula or to determine if could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod."